Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01044.

Event description:
Patient allegedly received an implant via the right common femoral vein due to pulmonary emboli. Patient is alleging stroke. The patient further alleges "significant mental and physical pain and suffering, severe and permanent injuries requiring past and future medical treatment and resulting in disability, impairment, loss of enjoyment of life, loss of care, comfort, and incurred financial or economic loss, including, but not limited to, obligations for medical expenses and other damages" as well as difficulty with "daily exercise."

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2011 . Patient alleges to have been injured without further explanation.